Event description:
It was reported that the pt's lead has "come loose" in her neck and there is a visible bump in her neck. Patient is not bothered by the lead, but surgery has been planned to address the protrusion. All diagnostic tests were within normal limits. Attempts for further information have been unsuccessful to date.